Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer declined to further troubleshoot with tandem technical support. Customer¿s blood glucose level was 90 mg/dl.